Event description:
A pump issue was reported when alarm 20 was declared during the loading process. Despite the issue, there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Although customer service assisted in loading a new cartridge, the alarm recurred, preventing the resumption of insulin therapy. As a result, customer service decided to replace the pump. No additional information regarding the outcome was provided, including whether a loaner or replacement pump was received.